Event description:
It was reported that a lead revision was performed on this right ventricular (rv) lead due to exhibiting loss of capture. This lead remains in service. No further adverse patient effects were reported.